Event description:
Patient called to report that their fasttake meter would not power on and test would not start. Patient did not have any symptoms. Patient took their meds for diabetes. Patient contacted their physcian. No evidence of serious injury. Ccr was unable to resolve the issue. Ccr is sending patient a replacement meter.